Manufacturer narrative:
(B)(4).

Event description:
New information received notes that after the patient presented to the hospital, high capture thresholds were observed. The lead was explanted and replaced.

Event description:
It was reported that during implant, the patient's blood pressure dropped and perforation was observed via echo. Pericardiocentesis was performed. The patient was re-examined the next day and the event was resolved. The patient felt well with no complaints.

Manufacturer narrative:
(B)(4).